Manufacturer narrative:
Product has been requested for evaluation however it has not been received.sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The vitreous was caught in the front of the cutter. No patient impact. Additional information regarding the nature of the problem has been requested.

Manufacturer narrative:
Additional information received states the cutter is not cutting so the vitreous gets caught between the cutter hole. They changed the cutter and continued the surgery. One 25 gauge vitrectomy cutter was received in a plastic bag along with the bl5525wv pack label from lot v9127. The tip protector was not returned. The needle was bent. The port window was in the opened position with debris visible inside. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole on the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates. The cutter cuts and aspirates as intended. Due to the returned condition, loose in a bag with no tip protector, the cause of the bent needle cannot be determined. The reported problem was not duplicated.